Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jun2020.

Event description:
The customer reported unit fails alarm testing as the resistance is too high. The customer reached out to the remote manufacturer's service technician and the remote manufacture service technician determined the customer has a brand new test cable and is also failing the same test in the same manner on a different unit. The remote manufacture service technician advised the customer to use a "scotch brite" or steel wool to dull the chrome finish on the phono connector plug and see if that resolves the issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer confirmed the issue was resolved by using a emery cloth on the test cable for the alarm test worked and both units passed.